Event description:
During a ventricular tachycardia procedure, after catheters were inserted in the patient, a bent pin was found on the ensite amplifier resulting in cancellation of the procedure. When attempting to validate, it was noted that there was an amplifier error that mentioned a patch impedance error. The patch placement was verified and it was noted that there was a patch that was not glued on correctly. The patch was replaced, but the error message persisted. The physical status of the navlink was verified, but the issue persisted. Upon inspection, it was noted that there was a damaged pin on the ensite amplifier.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite velocity¿ amplifier was received for evaluation. Visual inspection revealed the chassis and labels showed signs of discoloring and wear due to age. Visual inspection of the front panel ports identified broken/missing pins within the ablation connector port (pin location 40, +5v) and the navx connector port (pin location 69, system reference), reproducing the reported symptom. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready ¿green¿ and communicated with the test ensite computer. Evaluation of the board status showed all boards status are green indicating passing results. The reported event was able to be reproduced by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage to a pin within the navx connector assembly. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.